Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that upon interrogation the pulse generator was unable to be interrogated. The device was explanted on (B)(6) 2012.